Event description:
It was reported that the patient was experiencing recurring incontinence, urethra atrophy at the site of the cuff with an artificial urinary sphincter (aus). The surgeon stated that there were no issues with the patient's balloon, however, it was removed and replaced. No patient adverse effects were reported.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The balloon had no leaks but was found to be ovaled during visual inspection. During functional testing the balloon failed at 40.6 cmh2o, specified at 61-70 cmh2o. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was experiencing recurring incontinence, urethra atrophy at the site of the cuff with an artificial urinary sphincter (aus). The surgeon stated that there were no issues with the patient's balloon, however, it was removed and replaced. No patient adverse effects were reported.